Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was not functional. The root cause for the defective rear response button switch could not be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that the response buttons wer not working on her monitor. The pt was issued a replacement monitor.